Event description:
Pt experienced a tingling sensation down the lower right arm and hand while walking through library security. It was described as an electric shock. This had occurred for the pt before. The pt stated having no trouble in other buildings that have security gates, like drugstores. No report of device explantation.